Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon evaluation, the electrode belt failed a fall-off and therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrode. The root cause for the open wire could not be positively identified but is likely excessive force on the cable section. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.